Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibia component at the cement to implant interface. Unknown cement was used. Patient has a right total knee sigma rp that is stiff with limited motion. It is unknown when the knee was done. Surgeon did a debridement and after some taps on tibial tray, it came out. The femur and patella are well fixed & retained. The tibial tray had no cement stuck to its backside and tibia was revised. Doi: unknown; dor: (B)(6) 2021; right knee.